Event description:
During a cataract procedure, the dr asked for a malyugin ring. The eye lit of the ring did not come together like it should when being pulled back into the malyugin ring inserter. One of the rings came into the inserter appropriately but when the dr deployed it in the eye, two middle eyelets did not separate from each other. This specific case we went through four different rings and had to open a 5th with a new lot 215811 and this ring was functional. 3 of the dysfunctional rings from lot 215483 and 1 of dysfunctional rings was lot 215811. There was no patient harm created as a result of this incident.